Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between january 2014 and february 2020. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. The possible PMA numbers associated with this article are: p110021-edwards sapien transcatheter heart valve, p130009-edwards sapien xt transcatheter heart valve and p140031-edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the tavr procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In transcatheter valve replacement patients, it may be caused by guide wire perforations or annular ruptures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the limited information, the cause of the cardiac tamponade is unknown. Additional details were not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: bassim el sabawi md, mayra e. Guerrero md, mackram f. Eleid md, vuyisile t. Nkomo md, mph, sorin v. Pislaru md, phd, charanjit s. Rihal md. ''Hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes'', catheter cardiovasc interv. 2021;1-10.

Event description:
As reported from an article ''hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes'', a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 6 left ventricular outflow tract (lvot) obstruction, 8 hemolysis, and a tavr due to regurgitation. This report is for 1 tamponade.

Event description:
As reported from an article "hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes", a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 1 left ventricular outflow tract (lvot) obstruction with intervention, and a tavr due to regurgitation. This report is for 1 tamponade.

Manufacturer narrative:
Correction to section b5. Please reference related manufacturer report no: 2015691-2021-04521, 2015691-2021 - 04530, 2015691 - 2021 - 04534, 2015691 - 2021 - 04535, 2015691 - 2021 - 04538, 2015691 - 2021 - 04541.